Event description:
On (B)(4) 2012, salter labs customer service received a complaint regarding oxygen tubing curling and twisting. On (B)(4)2012, the tubing was returned with a note signed by the patient, an elderly woman, indicating that she had broken her hip in (B)(6) 2011, "partially because" of the tubing." On (B)(4) 2012, the patient was contacted by the head of quality systems at salter labs as well as a respiratory therapist at salter labs. The patient was in the hospital for reasons unrelated to the incident. The respiratory therapist explained that tubing can twist with mobile patients who walk back and forth over the tubing. The respiratory therapist explained that the patient could potentially benefit from the use of a swivel connector that pins on clothing allowing the tubing to swivel as the patient moves, preventing twisting, and green colored tubing that is more clearly visible. A letter was also sent to the patient summarizing the conversation and respiratory therapist recommendations. This is a final report.